Event description:
Pt had onset on 04/19/06 of severe spasticity, severe itching without rash, altered mental status, and unable to sleep for multiple days. A side port apsiration sutdy was normal on 04/19/06. A catheter contrast study was normal two days later. A pump rotor study was normal on this day. An indium dye study was positive three days later. A new pump was placed two days later. The pt developed an infection of the pump site with a large seroma and fever. No explant of this device reported.